Manufacturer narrative:
A2 - age at time of event: 18 years or older. This device is a combination product. Device evaluated by MFR.: promus premier ous mr 38 x 2.50 mm stent delivery system was returned for analysis. The entire length of the stent was noted to be damaged and stretched distally over the tip. The crimped stent outer diameter measured at time of manufacture within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal end of the left circumflex artery. A 38 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. This device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal end of the left circumflex artery. A 38 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.